Manufacturer narrative:
Investigation results: the product was rec'd and evaluated and the customer complaint of the bur guard overheating was verified. Further investigation found worn and rough bearings as the cause of the overheating. This bearing failure is related to lack of preventative maintenance. Preventative maintenance is recommended every 6 months as stated in the info for use (IFU). Conmed linvatec repair records indicate that this unit has not been serviced since invoice. The customer will be contacted to provide additional info on the care of this product.

Event description:
It was reported that during use of this bur guard, it got hot and caused a burn to the commissure of the pt's right and left lip. Vaseline was applied to the area of burn and no other treatment was required.